Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed a large air bubble in the luer lock while loading a new cartridge. Customer's blood glucose levels were not impacted. Tandem technical support instructed the customer to prime until the air is removed. Customer successfully removed the air.